Event description:
A pt underwent emergency aaa repair in 2009. The performing physician had to act emergently and did not have the desired length main body on hand, however, he did have the correct diameter. The pt expired three days after evar and it is believed that an iliac leg may have slipped up into the aneurysm sac.

Manufacturer narrative:
Lot number info not provided by the reporter. Expiration date unknown as lot is unknown. The line of zenith devices have completed the appropriate design control activities showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The root cause has been determined to be user error/off label use. However, this was likely due to the emergent situation as stated in the event description in which this may have been the best option for the pt at the time. Furthermore, without films of the procedure and/or pt anatomy, it is unknown how much of a contributing factor the improperly sized device had on subsequent effects. We will continue to monitor for similar complaints.